Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10 and corrected information in e.1. Investigation: a disposable complaint history search was not performed for this lot DHR because the customer was unable to provide the lot number. The lot numbers were not provided; therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Per the customer, the clinical specialists at the site completed some re-education around expelling air from the sample pouch. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during setup/post tubing set test, it was found that the sample pouch contained air. No patient was present during the set testing, therefore no patient information is reasonably known at the time of the event. The disposables set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a disposable complaint history search was not performed for this lot DHR because the customer was unable to provide the lot number. The lot numbers were not provided; therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Per the customer, the clinical specialists at the site completed some re-education around expelling air from the sample pouch. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the sample bag clamp was not closed at the system prompt. The clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. The clamp does not fully occlude the tubing when closed due to interference between the clamp and the tubing.

Event description:
The customer reported that during setup/post tubing set test, it was found that the sample pouch contained air. No patient was present during the set testing, therefore no patient information is reasonably known at the time of the event. The disposables set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Manufacture date and expiry date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during setup/post tubing set test, it was found that the sample pouch contained air. No patient was present during the set testing, therefore no patient information is reasonably known at the time of the event. The disposables set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.